Event description:
Additional information was received that indicated that this device and right ventricular (rv) lead exhibited high out of range shocking impedances again. To date, no adverse patient effects have been reported.

Event description:
Boston scientific received information that this patients home monitoring system detected a high out of range shocking impedance measurement for the right ventricular (rv) lead. As a result a non-invasive programmed stimulation (nips) procedure was performed. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.